Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause was not determined. The suspicion is that the patient turned it off or it went to 0%. The neurologist was asked to contact the rep the next time the patient is in the clinic to get data report. The system is back on, charged, working and the issue is resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was turned off on (B)(6) 2020 and was left off until today. The patient did not know how it turned off. It was noted that the rep should examine the tablet diary to see how it turned off. No symptoms were reported.